Event description:
The anchor broke in half during insertion. The threaded dilator was used prior to attempted insertion. The malfunction reported form does not confirm if the broken pieces were removed.